Event description:
The customer stated that she was treated by paramedics due to a hypoglycemic seizure. The reported blood glucose reading was 62 mg/dl. The customer stated that she was experiencing high blood glucose and bolused numerous times to treat it prior to the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement and prime tests passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.